Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was not impacted for past events; current bg level was 150mg/dl. For the past occlusion alarms, the customer would perform troubleshooting on their own and find that no insulin would be dripping out of the second smaller infusion tubing. Infusion set tubing changes would be performed to address the past occlusion alarms. For the current occlusion a complete supply change was performed to address the occlusion alarm. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to verify a possible cause of the occlusions.